Event description:
It was reported that the ventilator delivered low volume. There was no patient harm. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer's ref. (B)(4).

Manufacturer narrative:
It was reported that ventilator generated alarm that indicates too low volume delivered. According to the information provided by the technician, the reported issue has not been reproduced. The device passed all performance tests and has been returned to clinical use. The device's logs were not available for further evaluation. The reported problem was not duplicated, therefore, the root cause could not be determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 06/21/2005. Corrected manufacture date: 06/27/2005.